Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an aspiration issue occurred. An angiojet® ultra system console was selected for a thrombectomy procedure. During aspiration, an error message appeared and the equipment had to be restarted. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.